Event description:
Customer reported that he found an air bubble in the reservoir. Customer had just finished filling the tubing. Customer was advised that he could prime the bubble out or since he was disconnected, he could remove the reservoir and reconnect to his insulin vial and purge the bubble out. Customer did not want to waste the insulin by priming it out and did not want to reconnect it back to the insulin vial. Customer decided he was going to change his reservoir. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.